Event description:
It was reported that there were no issues noted during preparation of an emboshield device and during a moderately tortuous, moderately calcified, internal carotid artery stenting procedure, the emboshield delivery catheter was delivered to the intended location using a guide wire buddy system as support due to the heavy tortuousity found distal to the lesion. With deployment, the filter was noticed to not be fully deployed in the vessel. Because of the distal tortuousity in the vessel, the physician decided to leave the partially deployed filter in place and do a direct stenting with a xact stent successfully. The filter was captured and removed without difficulty and upon removal from the patients anatomy, it was noted that a piece of the delivery catheter was inside the filter; therefore, the filter could not fully deploy as intended. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty deploying the filtration element could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.